Manufacturer narrative:
(B)(4). The actual sample was not received for evaluation; therefore, the investigation was limited to the evaluation of a reserve sample. The reserve sample was visually inspected and no anomalies were found that would contribute to the reported complaint. A review of the device history record revealed that no anomalies occurred during the manufacturing process. A definitive root cause of the reported complaint could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. Product code: 45074 (B)(4). Conclusions: conclusion not yet available-evaluation in progress. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, the 1/4" x 3/8" reducer connector would not screw onto the inlet of the oxygenator because the threads appeared to be stripped. Tubing was used to make a customized adapter. No patient involvement as this occurred during setup. Device was not changed out. Procedure completed successfully without delay.